Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: (2) xience v 2.5 x 8 mm. Other: aspirin, clopidogrel. There were no reported product deficiencies. The reported patient effects of angina, ischemia, and stenosis are listed in the xience v instructions for use as adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that on (B)(6) 2007, the patient underwent a xience v stenting procedure in the mid right coronary artery (mrca) with one 2.5 x 18 mm stent and in the first obtuse marginal artery with two 2.5 x 8 mm stents. In (B)(6) 2010, the patient experienced chest pain. On (B)(6) 2011, the patient had a positive function stress test and underwent ischemia driven percutaneous coronary revascularization with a xience v stent in the mrca index lesion for stenosis. The patient's condition resolved on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.